Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a spark from the monopolar curved scissors (mcs) instrument was noticed when in use and in contact with another instrument. The protective coating appeared worn out or there was a tear on the instrument. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. It was unknown where the arc/spark originated from, the arc ground to another instrument. The issue occurred while cauterizing using the monopolar, but reporter was not sure if it was cut or coag. The instrument was connected properly and was in use for approximately 1 hour prior to the issue. Fenestrated bipolar forceps and prograsp forceps were in use at the time. The instrument tips did not collide with any other instrument or tool during procedure. When the arcing event occurred, the instrument tip(s) were in contact with tissue but did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon initially thought it was the fenestrated bipolar forceps, but it happened again when the staff switched out the bipolar forceps with new ones. Upon inspection of the scissors, a tear was noticed. The mcs tip cover accessory seemed intact. It was the grey sheath on the scissors that was damaged. Grounding pad was placed on the patient's right thigh, the grounding pad did not appear to have any issues/defects. The mcs tip cover accessory appeared to be properly installed using the installation tool and the orange surface was not visible. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. There was not any damage noted to the tip cover on the grey silicone area. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Images associated with this reported event were submitted for review. The main tube and the laser-marked portion of the extension tube appear to be scratched.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. The instrument exhibited scratch marks/abrasions on the orange plastic section of the tube extension measuring roughly 0.11 x 0.011¿. As a result, the orange plastic beneath the laser marking was exposed. There was no material missing. Additional observation(s) not reported by site: the instrument was found to have various scratches on the main tube measuring approximately 0.223¿ - 0.041¿ in length and were not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage.

Event description:
Refer to h10/h11 for follow-up information.